Manufacturer narrative:
B3. Date of event. Selected as (B)(6) 2026, as the event date is unknown. The suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted. The event history log (ehl) was reviewed. The acu watchdog failure alarm was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a faulty main board and was then replaced.

Event description:
It was reported that during testing the pump displayed acu watchdog failure error. There was no patient involvement and patient harm.